Manufacturer narrative:
(B)(4)

Event description:
Additional follow-up was requested and on 05/20/2016 the surgeon provided the following details. The cataract surgery with istent implantation was uneventful. There were no postoperative adverse events. The most recent postoperative bcva (operative eye) was 20/25. The patient's current status and prognosis was reported to be great.

Manufacturer narrative:
The demonstration stent was clearly labeled as non-sterile, not for human use. The event was attributed to use error. There was no timeout prior to insertion of the istent and no verification of the product being used prior to insertion. (B)(4).

Event description:
A company representative was providing product training and the facility had a new circulator. The facility had their own istent to use for the surgery. The company representative had a non-sterile demo gts100l unit that was opened and used to demonstrate to the new circulator on how to open the package. Unbeknownst to the company representative, the surgeon, or the scrub nurse, the circulator inadvertently gave the surgeon the wrong istent to implant (the demo unit). The demo istent was implanted in the patient and the circulator immediately realized his mistake and brought it to the surgeon's attention. The procedure was not completed at this point, so the surgeon removed the demo istent from the eye and replaced it with the intended (sterile) istent. The intraoperative stent removal/replacement was uneventful and the surgeon gave the patient additional antibiotics as a precaution. The patient was informed of the error and the risk manager of the facility was notified. Additional information has been requested.